Manufacturer narrative:
D3: mfg establishment name; ICU medical healthcare manufacturing s.a. De c.v. D9: date returned to mfg; 10/9/2025. Device evaluation: one used device was received for device analysis. Service history review identified the complaint was not related to a previous service of the device within the review period. Functional testing and visual inspection performed during analysis. The customer reported complaint was initially confirmed but with the guidance of the IFU thats also provided to the customer. The device was gently massaged and the device worked as normal.

Event description:
It was reported that only half inflated. The event occurred during testing at home, only 1 side inflates leaving partial airway. There was no patient involvement.

Manufacturer narrative:
This file was originally incorrectly filed under registration number mrn 9617604-2025-00252. The date of that submission was 9/26/2025. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.